Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Re-programming was performed.

Manufacturer narrative:
Concomitant medical product: 7120 lead implant date unknown. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: pacemaker-mediated tachycardia in the absence of retrograde ventriculoatrial conduction: what is the mechanism? Journal of cardiovascular electrophysiology. 2018; 29(12):1721-1723. 10.1111/jce.13720. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a left ventricular epicardial lead. The author discussed how the far field left ventricular signal and resulting lack of capture mimicked retrograde conduction and perpetuated tachycardia. The lead remains in use. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.